Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site, and the vessel to be approximately 8mm in size. Peri-procedure the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the advancer tube did not engage after the physician shuttled the sealant and removed the sheath. The device was removed from the patient and the patient was converted to approximately 45 minutes of manual compression. Hemostasis was achieved. The patient was reported as hospitalized, but not mynx related. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
The device was received with the shuttle cartridge disengaged to the handle and located 6mm from the balloon proximal bond. The sealant was still inside the shuttle cartridge. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamp lock, resulting in a failure to deploy. Based on the information provided and the investigation performed, the cause of the tamp lock detachment was due to a bond failure at the polyimide shaft. A review of the lhr was not possible as the lot number was not provided.